Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately water leaked from a pinhole in the balloon of size (0.012"), with no missing pieces noted. This product was out of specification which states that "pinholes are not permitted". The measured french size of the catheter was 20 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be " tooling damaged (core pins)'. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out next day after placement due to a hole at the balloon.per additional information received from the ibc on 23-april-2019, there was not a balloon burst. There were not any missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out next day after placement due to a hole at the balloon. Per additional information received from the (B)(6) on 23-april-2019, there was not a balloon burst. There were not any missing pieces.